Event description:
It was reported that the patient experienced leaking cartridges, which were associated with episodes of hyperglycemia. The patient did not have the product box available, so the lot number for the cartridges could not be obtained. The patient¿s address was verified, and replacement cartridges were sent. The patient also requested additional infusion sets, as they had used multiple sets before determining that the issue was related to the cartridge rather than the infusion sets. The lot number was not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.